Manufacturer narrative:
Date of event: exact date unknown, event occurred two weeks ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent an explant procedure. Explanted ipg was discarded by the medical facility.